Event description:
Additional information received reported the cause of the event was recurrent life stressors. It was noted that none of the devices were attributed to the event. The patient¿s outcome was noted to be ¿no injury.¿ it was reported, the patient was seeing a care provider other than the implanting physician to address stressors and was reportedly well satisfied with the care plan.

Event description:
It was reported that the patient was about 3 weeks post and saw a "wonderful difference". It was reported that for the past few days or since her incision pain went away and once the staples were out and once she stopped taking pain meds for the post surgical pain; she felt like she was having panic attacks. It was reported the patient was wondering if her physical body was not trusting that the implantable neurostimulator was going to work. It was reported before when the patient had pain, she would have to take oxycodone, and now she felt like she was "freaking out". It was reported the patient got clammy and shaky and had trouble sleeping. It was noted she was not one to experience panic. It was further reported the patient was told to wait 2 weeks after surgery to charge her battery, and then wait 1 week between charges. It was reported the patient still was unable to get a full charge. It was reported the recharger (insr) never showed more than 2 black boxes maybe and that only happened 3 times during the charging. It was reported that most of the time, the boxes are empty. It was reported the patient had tried pressing harder and repositioning. It was reported the patient had laid there for 6 hours and kept checking the monitor. A coupling problem was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).